Event description:
After deploying approximately 5 to 6cm of the stent into the distal popliteal artery, the system appeared to be locked and the catheter tip detached. The stent was completely deployed; however, resulted in a stacked portions and elongated portions. The vessel is 50% occluded. The physician was unsuccessful in retrieving the catheter tip with a snare device. The event occurred in (B)(6).

Manufacturer narrative:
The device was returned for analysis. The tip overmold had detached from the tip lumen. The thumb slide was in the proximal and locked position as instructed for removal in the IFU. The device was exercised with no issues noted. It is common for a 4mm or a 5mm stent to be used in the popliteal. However, a 6mm stent was used in this event. A 5mm balloon was used to prepare the vessel lumen for a 6mm stent. For the supera stent, a 6mm balloon is necessary to adequately prepare the vessel per the IFU. Deploying the stent into an undersized prepared vessel and/or a vessel with recoil may result in the stent elongating and/or stacking. In an undersized vessel, vessel wall opposition is large, movement of the delivery system ratcheting mechanism components would likely be inhibited and possibly result in lack of deployment efficiency and/or a detached catheter component. If vessel preparation was inadequate distal of the lesion, the delivery system's tip may encounter resistance when the thumb slide is advanced. Multiple movements of retracting the thumb slide in the compressed vessel/stent likely resulted in tip overmold detachment.